Event description:
The patient reported to the hospital and was admitted to the orthopedics department due to pain and limb shortening. The performed diagnostics revealed incorrect positioning of the hip joint prosthesis components, in particular the stem and head (suspected stem fracture). During the revision of the hip arthroplasty, a partial fracture of the stem cone and significant abrasion on the surfaces of the stem cone, head and polyethylene insert was reported. During the revision procedure, the patient was fitted with the stryker system: restoration modular stem, ceramic head, polyethylene insert. Due to the correct seating, the acetabular element was left in the operator's decision.

Manufacturer narrative:
An event regarding crack/fracture involving a abgii stem that was mated with an lfit v40 cocr head was reported. The event was confirmed. Method & results: product evaluation and results: the metal head and the mated stem were returned for evaluation. The stem was fractured at the neck close to trunnion. Significant wear damage was noticed within the metal head taper area and on the stem trunnion. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The stem fractured in overload at the point of wear. This has been documented as part of a CAPA. No further material analyses were performed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that due to pain and limb shortening. During the surgery it was noticed that a partial fracture of the stem cone and significant abrasion on the surfaces of the stem cone, head and polyethylene insert. The metal head and the mated stem were returned for evaluation. The stem was fractured at the neck close to trunnion. Significant wear damage was noticed within the metal head taper area. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The stem fractured in overload at the point of wear. This has been documented as part of a CAPA. No further material analyses were performed. The reported abg ii stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of a nc and CAPA. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient reported to the hospital and was admitted to the orthopedics department due to pain and limb shortening. The performed diagnostics revealed incorrect positioning of the hip joint prosthesis components, in particular the stem and head (suspected stem fracture). During the revision of the hip arthroplasty, a partial fracture of the stem cone and significant abrasion on the surfaces of the stem cone, head and polyethylene insert was reported. During the revision procedure, the patient was fitted with the stryker system: restoration modular stem, ceramic head, polyethylene insert. Due to the correct seating, the acetabular element was left in the operator's decision.